Manufacturer narrative:
Device received with the original energizer alkaline battery leaking and corroding the battery tube. Device had blank display due to corroded battery tube. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank display. Using a test case, the unit was able to download the pump trace history files and upload using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose and diabetic ketoacidosis and has been admitted to intensive care unit on unknown date. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated insulin pump was not up and running at this time due to not had a battery. The insulin pump will not be returned for analysis.